Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burn-like rash underneath two of the electrode belt ECG electrodes. The patient's physician instructed the patient to use hydrocortisone cream on the irritation. The patient reported that the hydrocortisone cream did not help. The medical outcome of the rash is not known.